Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the lifeband (lot #79860) broke off while the autopulse platform was performing chest compressions. Another crew arrived on scene with a second autopulse platform to continue with electronic compressions. No known impact or consequence to patient information was provided.